Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized and had back surgery. The customer reported that the blood glucose ran high after wards but declined troubleshooting. The customer was assisted in programming the time and date. The customer stated he would call back the next day. The insulin pump was not replaced or returned.